Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of flare up, redness, oedema, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of flare up, redness, oedema, and inflammation as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Healthcare professional reported 8 weeks after injection to each side of the malar area with unspecified juvederm voluma patient developed "flare up in the form of redness and oedema and inflammation in the whole malar area on both sides of the face." The patient went to their "gp" who prescribed flucloxacillin. Symptoms quickly resolved.